Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the right ventricular (rv) lead of this pacemaker system previously triggered a lead safety switch (lss) due to a high out-of-range pace impedance measurement of 2,009 ohms, and the rv lead was programmed to a split configuration (unipolar pace / bipolar sense). More recently, both rv and right atrial (ra) lead impedance measurements were stable and within range, however there was ra lead noise consistent with muscle noise. The following day, the pacemaker was explanted and replaced due to normal battery depletion (nbd). Pacing system analyzer (psa) impedance measurements were 539 ohms and 588 ohms for the ra and rv leads, respectively. Impedance measurements after device changeout were 451 ohms and 588 ohms for the ra and rv leads, respectively. This ra lead remains in service.